Event description:
A patient was not receiving pain relief from pca pump. The nurse hit history button and pump went totally dead. It was plugged into ac. After changing battery pump would not start again. Upon inspection it was determined that staff was using a charger with a nonrechargable battery. The pump battery was alkaline which got hot and leaked battery acid.